Manufacturer narrative:
Manufacturer's report date: 05/17/2011. (B)(4). Device has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported when the nurse was setting up the line prior to pt use, it fell apart. Although requested, no additional info was available.